Event description:
It was reported by the clinic that the pt was diagnosed with achromobacter xylosoxintums peritonitis. He was treated with antibiotics and his peritoneal catheter was replaced. Reportedly, the pt is recovering and continues with peritoneal dialysis treatments. Additional info has been requested.

Manufacturer narrative:
This report is being submitted as part of a sys level review, which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of med records by post market clinical physician and completion of the plant's investigation. This report is related to two other product reports submitted on the same event.